Manufacturer narrative:
Device has not been received.

Event description:
A report was received that patients lead was completely impeded. The lead was explanted and replaced with a different lead. The patient had good coverage following the procedure.

Event description:
A report was received that patients lead was completely impeded. The lead was explanted and replaced with a different lead. The patient had good coverage following the procedure.

Manufacturer narrative:
As the device involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Manufacturer narrative:
Sc-2317-70, sn: (B)(4). It was reported that the patient had lead explanted because it was completed high impedance have been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead.

Event description:
A report was received that patients lead was completely impeded. The lead was explanted and replaced with a different lead. The patient had good coverage following the procedure.